Event description:
Olympus further received information that this event is a duplicate of the event with patient identifier (B)(6). The indication for the procedure was pancreatitis. There were no additional medical interventions done. Any additional information moving forward will be supplemented to the report with patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) the distal end cover split in half and was retrieved from the patient¿s mouth by the anesthesia provided and a small amount of bleeding was noted. This complaint required two reports. The related patient identifiers are as follows: (B)(6): maj-2315, (B)(6): tjf-q180v. This medwatch report is for patient identifier: (B)(6).